Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a guidewire through an introducer needle is confirmed and was determined to be use related. A 18 g introducer needle and 0.038 in. J-tip guidewire was returned for evaluation. An initial visual observation showed use residue on sample. The distal tip of the guidewire was not able to be seen. The core wire of the guidewire was found to be broken. A microscopic observation revealed damage on the needle bevel. Once the guidewire was removed from the needle, a large amount of blood reside was observed on the sections of the guidewire that was within the needle. The IFU cautions: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined¿. This report addresses sample 1. A lot history review (lhr) of reaz0036 showed three other similar product complaint(s) from this lot number.

Event description:
The guidewire allegedly could not be inserted into the puncture needle during insertion. On (B)(6) 2018 - returned wire is broken. This report addresses sample 1 of 2.